Manufacturer narrative:
The t:slim g4 cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 503 (mg/dl). A pump bolus was delivered to address bg levels. During system check with tandem technical support, an air bubble was noted in the patient infusion line. It was also noted that the cartridge uses novolog and is on the fourth day of use. Customer was advised on how to prime air out of tubing. Recommendation was made to consult with their health care provider to discuss diabetes management.